Manufacturer narrative:
Analysis of the tined lead ((B)(4)) found that all conductors were broken at or near the tines. The outer insulation was broken just proximal of the tines.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Manufacturer narrative:
Analysis of the ins s/n (B)(4) found no anomalies.

Event description:
It was reported that there was an issue with the lead component of the patient¿s implantable neurostimulator (ins). Specifically, the insulation proximal to the tines appeared to be damaged. It was unknown if there were any patient symptoms associated with the issue. A lead revision procedure was performed and the lead was explanted and replaced. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0haza, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. (B)(4).

Event description:
It was later reported that the lead malfunctioned and was broken. The stimulator not working incontinent returned.

Manufacturer narrative:
(B)(4). Additional devices returned ((B)(4)). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported that the system was explanted. It was noted that some leads no longer working. The patient was having pain with concern for tethered cord, felt MRI would be needed for evaluation. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.